Event description:
Report rec'd from turkey indicated that the surgeon experienced vacuum surge several times during procedure. There was no pt injury reported.

Manufacturer narrative:
The unit was inspected and observed during operation by a b+l application specialist. No issues were found; the system performed with-in specifications.